Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7070296 / 7071891.

Event description:
It was reported that the patient was experiencing inadequate stimulation and increasing pain despite the reprogramming done. It was also noted that one of the patients leads had migrated. The patient underwent an explant procedure.